Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for malignant pain and pelvis/pelvic. On (B)(6) 2017, it was reported that a pump alarm was occurring. It was reported that the pump was programmed to stopped pump mode due to low reservoir alarm. The patient was not going to be using the pump so the pump would not be refilled. The pump began alarming again after the pump had been put into stopped mode. No symptoms were reported. Additional information was received on 2017-jun-27 from the manufacturer's representative. It was reported that the pump off authorization form had been sent in and the pump off password was required. Additional information was provided on 2017-jun-28. It was reported that the patient's pump alarm was sounding because the pump reservoir volume was 0.6 ml when the pump was placed in stop mode. The managing hcp and patient wanted the pump turned off completely, however the rep was unaware of how to perform this procedure, so the pump was placed in stop mode and the alarms were silenced. The rep saw the patient again on (B)(6) 2017 for pump shutoff authorization. The pump was completely shut off. Additional information was provided from the manufacturer's representative on 2017-jul-07. It was reported that the pump was alarming due to a motor stall that occurred as a result of the pump being placed in stopped mode. No further complications were reported.